Event description:
On (B)(6) 2013 the pt underwent a procedure for a permanent scs system. After the physician inserted the epiducer needle a cerebrospinal fluid (csf) leak was observed. The physician abandoned the procedure with no product being implanted. The pt was asymptomatic after the procedure as well as the following day.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.